Event description:
He customer reported the vs100 cord was worn, upon inspection it was determined there was exposed copper wires. This incident was captured under hillrom complaint ref #: (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device was received by hillrom for inspection where the reported problem of physical damage was verified. It was noted the device had exposed copper wires. The power cord was replaced to resolve the issue. Based on this information no further actions are required. Although there was no reported injury with this event, if the report of damaged power cords with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.